Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not making it to the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that alarms were not making it to the central station. It was clarified that the issue pertained to the paging system only and the central station was operating as intended. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
After further investigation it was deemed no longer a reportable event with philips. Additional information was received via good faith effort which clarified that the patients alarms were transmitting to the central station as intended and the reported issue pertained to paging. Since there was no patient harm and philips defines the paging system as a supplementary alarm system this case is no longer considered reportable event with philips. A philips technical consultant (tc) went onsite to resolve the issue. The tc further clarified the issue and stated that the central station was working as intended but the customer was having issues with their paging system. The tc found that a port was blocked which was impacting the customers intellisphere event management (iem) software. The tc resolved the issue by restarting the iem services.